Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display, cracked / broken lines and black marks found on the lcd. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (b))(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter had a damaged display. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.